Event description:
We used a 4.5mm x 46m cannulated screw out of the synthes cannulated screw set. Once the screw was in place and an xray was performed, it was noted with imaging that the very tip of the screw and threads had broken off. The screw was then removed, however, the tip of the screw remained in the patient. The screw was replaced and a new screw from a different implant set was put in. The offending screw was saved and marked along with an xray image displaying the broken screw.